Event description:
Additional information was received that the patient¿s voice issues had improved and she sounds like she did prior to surgery. The patient was advised by the ent to drink fluids through a straw.

Event description:
It was initially reported that the patient was experiencing trouble with her voice following implant surgery. The patient did not have a history of the events pre-implant. There was no patient manipulation or trauma occurred that is believed to have caused/contributed to event. Additional information was received that the patient had left vocal cord paralysis and the right vocal cord is functioning fine. The patient was seen by an ent and will have it treated with an injection to help the vocal cord work. Good faith attempt for additional information have been unsuccessful to date.

Manufacturer narrative:
.